Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that non-sustained rv lead noise due to post-paced t-wave oversensing was observed on the device. The ventricular sensitivity was decreased on the device. The device remains implanted.